Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot numbers gd895755 and gd895771 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The same day the patient was treated with intravenous piggyback (ivpb) vancomycin for seven days (dose not reported) then was changed to intraperitoneal (ip) vancomycin 500 mg every 72 hours, for seven days. The cause of the peritonitis was unknown. Seven days after admission, the patient was discharged. At the time of the report the patient was recovering from the peritonitis event. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The patient recovered from the peritonitis. Pd therapy was ongoing. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.